Manufacturer narrative:
The unit was kept idle for more than 3 years due to the site not being ready, and upon installation, it was found that the battery was completely drained. In order to fix the issue, the fse replaced the batteries. After replacing the batteries the unit was working properly. The unit passed all functional and safety checks. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during installation the battery of the cs300 intra-aortic balloon pump (iabp) had drained completely; battery life expired. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery life expired. There was no patient involvement.